Event description:
Event description guidant received information that this defibrillation lead exhibited an out-of-range shocking impedance measurement. All other lead measurements are within a normal range, and there is no noise present of the stored electrograms (egms).